Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the act button does not work. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that the display was not frozen. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces. Device received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.